Event description:
Reporter alleged blood glucose measured 364 mg/dl back to back with a result of 564 mg/dl within 10 minutes of each other and customer dosed 60 units of insulin as a result based on a sliding scale. I was stated customer after dosing insulin; customer then tested hi back to back with a result of 258 mg/dl performed within 10 minutes of each other. Reporter stated feeling shaky hiowever stated no actions were taken and no treatment was rec'd as a result. A request was made for the return of the suspect product and replacement product was sent.